Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding and dysmenorrhea. Concurrent conditions included gallbladder removal since (B)(6) 2013, dysfunctional uterine bleeding and uterine bleeding. Concomitant products included ferrous gluconate, medroxyprogesterone acetate (depo-provera) and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain"), mood swings ("psychological or psychiatric problems condition: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (novasure ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, mood swings, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: surgical: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (per pfs). Findings: essure devices are noted within both adnexa. No passage of contrast into .the fallopian tubes or spillage into the adnexa was appreciated. Impression: lack of appreciable fallopian tube opacification secondary to essure devices(per mr).. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and mr received new reporter, patient demographic, concurrent conditions, concomitant medication lab data, essure indication, lot number and expiration date and event injury updated to new events abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: mood swings, anxiety, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, hair loss, back pain were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.